Manufacturer narrative:
Subject device was returned for evaluation. A visual inspection was performed on the exterior and interior of product and no damage was found. Product passed functional testing. All functions perform as expected. No issues were identified. At this time, no further investigation will be performed. (B)(4).

Event description:
During an unknown procedure utilizing the dyonics power ii control system, it was reported that surgery was going as planned until patient's leg began to shake after blade was inserted. It was reported that the surgeon suspected the patient's reaction was due to insufficient anesthesia. It was reported that the anesthesia was strengthened and the procedure continued. It was reported that a skin burn was identified post procedure. It was reported that the wound was cleaned and bandaged. It was reported that, upon inspection of the burn the following day, the wound was discovered to be more serious. It was reported that the patient underwent a skin graft surgery. It is unknown whether a back-up device was available. (B)(4).